Manufacturer narrative:
D4: corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was implanted on (B)(6) 2025 and passed away on (B)(6) 2025. Right heart failure existed pre-lvad implant and placement of an rvad was planned due to biventricular failure. Patient symptoms of right heart failure included visible right ventricular (rv) dysfunction on an echocardiogram (echo) and elevated central venous pressure (cvp). It was also noted that the patient had pulmonary hypertension, so the rv was affected by that. The device did not contribute to right heart failure. During the intensive care unit (ICU) course the intensivist noted that the pump flows were up to 18l and that the pump had stopped. Upon restarting, the pump flows were noted to be 15l with a power of 2.8-4.1 watts. Log files were sent for review. The log files confirmed the reported high flows. "Flow estimation is invalid" fault flags were noted in the event log file. These can occur in low-speed situations as seen in this log file where the speed was set to 3800 rpm. Nothing unusual was noted on implant. The patient was brought back to the operating room to investigate what was causing the low flows to the centrimag right ventricular assist device (rvad). A pump stop was confirmed to be caused by an intentional pump stop at the heartmate system monitor. Upon return to the operating room. Pulmonary hypertensive crisis was suspected, and the site was unable to reestablish flow. No autopsy would be performed. The product would not be returned.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the centrimag blood pump and the reported pulmonary hypertension could not be conclusively established through this evaluation. Additionally, the reported event of low flows to the centrimag blood pump could not be confirmed based on the provided information. According to the account, the event was suspected to be related to a pulmonary hypertensive crisis. The account indicated that the centrimag blood pump will not be returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The centrimag blood pump IFU is currently available. This IFU provides the following warnings and cautions: IFU warning #18: frequent patient and device monitoring is recommended. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #14: always have a spare blood pump, a backup centrimag console and spare equipment readily available for change the operating manual for the 2nd generation centrimag¿ system for use with centrimag¿ and pedivas¿blood pumping systems is currently available. Section 3, "about the 2nd generation centrimag primary console", warns that a "2nd generation centrimag¿ primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag¿ or pedivas¿ blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor, or flow probe experience a malfunction.¿ section 8, ¿emergency/troubleshooting¿, provides instructions on replacing components during certain circumstances. Section 10, "appendices", contain lists of all console alarms and alerts, including the f2 ¿flow signal interrupted¿ and f3 ¿flow below minimum¿ alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.